Event description:
It was reported the ultrasonic gastrovideoscope exhibited chips on transducer. The issue was discovered during service/maintenance. There were no report of patient involvement.

Manufacturer narrative:
An endoscope service specialist (ess) was dispatched to customer site to pm the root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.